Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in untreated episodes and an inappropriate shock. Technical services (ts) reviewed noting in primary vector the noise was consistent with air bubbles and recommended obtaining a chest x ray. This electrode and s-ICD therapy was turned off and this patient will return to be evaluated whether the air had resolved. Ts noted it could take up to two weeks to resolve and if it has not resolved, to consider other vectors that are not involved with the air. This electrode remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this newly implanted electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in untreated episodes and an inappropriate shock. Technical services (ts) reviewed noting in primary vector the noise was consistent with air bubbles and recommended obtaining a chest x ray. This electrode and s-ICD therapy was turned off and this patient will return to be evaluated whether the air had resolved. Ts noted it could take up to two weeks to resolve and if it has not resolved, to consider other vectors that are not involved with the air. This electrode remains implanted. No adverse patient effects were reported. Additional information was received that the s-ICD therapy was turned back on approximately one week after it was turned off.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.